Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an inappropriate shock from their implantable cardioverter defibrillator (ICD) for atrial fibrillation with rapid ventricular response (af w rvr). It was noted that the ventricular lead also had a high and out of range defibrillation impedance. It was believed that this was due to the lead not being fully inserted into the header. No programming changes were anticipated. Patient was stable.